Event description:
A cobe oxygenator was being tested for routine use during this procedure. An older version of the same oxygenator had been tested previously at this institution with no oxygenation problems. The cobe representative was present throughout the procedure. Cardiopulmonary bypass was initiated in the usual fashion and all measured parameters were within normal limits. A continuous in-line blood gas analyzer was being used as well as a continuous venous saturation monitor. Oxygenation values during the first part of the procedure were adequate but not in the expected range. Appropriate steps were taken to ensure the oxygenator was configured correctly, that the oxygen supply was adequate, and that there were no other equipment failures to contribute to oxygenator failure. Oxygen supply to the oxygenator was increased maximally and was then switched to a portable oxygen tank. The anesthesiologist and surgeon were both notified of the oxygenation problem. A backup oxygenator was immediately available. Additional personnel reviewed the situation and were able to assist in changing out the oxygenator at the surgeons request. The cross clamp was removed promptly and anesthesia was ventilating as well to aid in oxygenation. Anesthesia ventilated continuously until bypass was terminated. Post-bypass blood gas results confirmed oxygenation was adequate.